Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm the shadows on the image reported by the customer. However, a reportable finding was observed. Due to a faulty printed circuit board the light emitting diodes (led) began to blink after power up. There was also worn and rusted case screws. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro video system center had shadows on the image. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, there was a failure in the front panel lighting found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the frontal panel blinks" was caused by a defective of circuit printed board. Olympus will continue to monitor field performance for this device.